Event description:
It was reported that the patient¿s continuous glucose monitor displayed a low glucose value of 48 mg/dl, which was confirmed by fingerstick at 58 mg/dl, and the patient self-treated with oral carbohydrate (oatmeal pie and partial glucose tablet) and subsequently returned glucose to range; the patient uses a dexcom g7 sensor with the ilet system. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with oral treatment without hospitalization. Investigation included troubleshooting and education conducted by support personnel. Investigation of this case revealed no device malfunction identified and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.